Event description:
Kimberly-clark received a report stating staff indicated et tube was leaking and repeatedly added more air to the cuff. When they attempted to advance the tube it coiled in the patients mouth. Cuff had 65 cc if air in it while at level of the vocal cords. Patient's o2 saturation dropped and the et tube was removed and the patient was re-intubated. The patient did not suffer any injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
Sample evaluation showed when excessive pressure was applied during manipulation of the cuff a small channel was formed under a section of the distal cuff. Adhesive was present under the area of this small channel, but it could not be quantified. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.